Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not calibrate. The normal temperature would not adjust. The event occurred during preventive maintenance.

Manufacturer narrative:
D9: date returned to mfg; 8/18/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or replicated. The probable root cause could not be identified. The device was unable to calibrate and was out of calibration. Device was recalibrated.